Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to our bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility ((B)(4)): the pump runs empty without any alarm (noradrenalin). The patient gets a drop in the blood pressure. After 2 minutes there is an alarm. When they insert a new syringe (50 ml) the display shows 3 different syringes. (B.braun, (B)(4) and an other brand). Not bd plastipak which is used. When they insert the empty syringe (bd plastipak) which was used (with noradrenalin) in the pump the display in the pump shows bd plastipak as the only choice. We have downloaded the logs and we are sending them.

Manufacturer narrative:
(B)(4). Result of examination: the history files were read out and analyzed. The complained therapy was found and examined. The alarm "syringe nearly empty" was found logged as well as the confirmation of this alarm by the user. Thereupon the sample was subjected to a visual and functional examination. The sample arrived with an engaged syringe. The drive head was found bent. Functional examination: the performed long term test revealed no abnormalities. The syringe "bd plastikpak 50ml", which was engaged for testing purposes, was dependably identified and could be selected with every tested syringe change. The perfusor space was disassembled. No damages were detected inside the pump. The device operated as intended.